Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a pulse generator upgrade procedure. The right ventricular lead had sustained clavicular crush damage which exhibited oversensing. The lead was successfully capped and replaced. The patient was in stable condition post surgery.